Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient (pt) states back in march her ins was moved because it was down on belt line and think maybe was implanted too deep and now is much higher and charges just fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.